Event description:
Boston scientific received information from the local representative that the patient's incision had opened up again. The device and electrode were not explanted at this time. The patient was discharged with in-home IV antibiotics.

Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
Boston scientific received information that this patient advocate contacted latitude customer support (lcs) on (B)(6) 2016 to report that this patient had 'a wire sticking out'. The patient was enroute to the clinic for evaluation. On (B)(6) 2016, the patient advocate contacted latitude patient support (ps) to inquire if data had been transmitted today. Ps informed the patient advocate that the last data transmission occurred on (B)(6) 2016. The ps consultant explained on the communicator operates. Boston scientific received information on (B)(6) 2016 that this patient was seen and admitted into the hospital on june 27, 2016 for possible infection of the 'surgical site'. The patient's medical history was significant for a reported fontan procedure. The date of this procedure was not reported. The patient was given antibiotics and no surgical intervention of the sicd system was reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the local representative that the electrode was implanted with a 2-incision technique. The patient was found to have what was described by the implanting physician as a stitch abscess in both the sternal incision and the s-ICD pocket. Both were cultured and both grew staphylococcus aureus. The patient was treated with several days of antibiotic therapy intravenously in the hospital and was discharged home on oral antibiotics. No surgical intervention or wound debridement was performed. The wounds were re-dressed using sterile dressings and medihoney. The patient was seen in follow-up and the wounds have healed.